Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021 with diaphragmatic irritation. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was in back up mode. Physician observed that the diaphragm nerve might be present near pacing point which caused the irritation. Programming changes were made to ICD to resolve the backup vvi. There were no adverse consequences to the patient.